Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on or about (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of composix kugel patch. Per operative notes, ¿an infraumbilical curvilinear incision was made into the hernia site. The hernia sac was dissected out. A 11.4 cm composix kugel patch was placed into the defect and closed with sutures.¿ (B)(6) 2006 ¿ patient was diagnosed with recurrent ventral hernia, abdominal pain, adhesion thereby underwent laparoscopic repair with explant of composix kugel patch and implant of synthetic mesh. Per operative notes, ¿an incision was made in the left subcostal region and carried down through the subcutaneous tissue. There was an adherent loop of omentum within hernia sac. All adhesions was taken down. The hernia sac was dissected out. Previously placed mesh was hanging down from the anterior abdominal wall. Previously placed mesh was excised entirely. A synthetic mesh was placed into the abdominal cavity and closed the defect with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4 (product catalog no., corporate lot no.), d.6b (date of explant), g1, g3, g6, h2, h6, h7, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/ davol composix kugel hernia patch on or about (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.